Manufacturer narrative:
The case and incoming customer call has been reviewed. The customer contacted insulet seeking assistance in activating a pod. At the time of the call, the customer was recovering from orthopedic surgery and reported being in pain, general feeling unwell and increased bgs of 381 mg/dl during the call. The patient also stated that she was experiencing pain at the pod insertion site and was dehydrated. Additional information was received on 17sept2024, the patient was transported to the hospital for hyperglycemia after this interaction and later expired on 16sept2024. The device is not available for evaluation.

Event description:
The patient called to report that their pod expired 4 hours ago and she was not able to activate a new pod. The patient's blood glucose (bg) levels reached 381 mg/dl during this time. The patient was having difficulty speaking, dehydrated and felt pain at the pod's insertion site. The patient received an 'expired pod' error message from the old pod but was unable to acknowledge it. It took 4.5 hours to activate a new pod. This is report 1 of 2 concerning patient reference ax (B)(4).